Event description:
Reporter calling, stating that her daughter has had numerous health problems and reporting medical cover-ups by multiple healthcare personnel and healthcare organizations ever since her daughter was implanted with nervous system shunts and catheters. Reporter states her daughter has had "over 110 high-dose CT scans" of her brain. Reporter also states she has contacted medtronic regarding her concerns but was retaliated against and "they are threatening to sue me." Reporter states cover-ups by healthcare personnel include a fall that her daughter suffered while being treated in the emergency room, an expired device that was implanted in her daughter, position problems with the catheter, shunts not draining correctly as well as a blocked shunt, and brain damage including encephalomalacia. Reporter states her daughter has suffered "seizures and head pain" and even respiratory failure in 2022. Reporter states she has concerns that "they have never run a shuntogram". Reporter states the device vibrates and causes her daughter pain and that the companies "need to be held responsible." Reference reports: mw5119303, mw5119304.